Manufacturer narrative:
Due to indication of a delay in surgery, it was determined that this event is reportable.

Event description:
The surgeon reported that they could not get the tine of the device to fit securely in the scull. No injuries were reported in this event. Surgery was successfully completed with a back-up device.